Event description:
It was reported that patient underwent an open reduction internal fixation clavicle procedure on (B)(6) 2015. During the procedure, the clavicle pin fractured upon implantation. None of the fractured pieces fell into the patient. The pin was removed and another clavicle pin was utilized to complete the procedure. Physician indicated that the pin had not been drilled in straight and might have been over-torqued.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate, and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures."